Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed that pump was in warranty, arranged shipment of replacement pump, confirmed address, and documented that signature was not required for delivery; technical support also provided instructions for putting malfunctioning pump into storage mode, returning it within 10 days using provided materials, and programming pump settings and connecting continuous glucose monitor on replacement pump, all of which customer understood and acknowledged.